Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient was trying to get ahold of their manufacturing representative (rep). The patient said they had an adjustment done by the rep on (B)(6) 2025. Patient said their symptoms seemed to be better for 2 or 3 days but then they had not realized their body had been holding something to tightly to avoid accidents and something stopped holding in their accidents and they started to have "incredible" frequency and incontinence episodes. Patient said they had tried to call the rep many times with no reply. Patient said that when the rep programmed them they asked if the patient had any falls or trauma with in the past year. The patient said they told the rep that they had fallen twice and broken both hips. The rep had told the patient that this could effect the therapy. During the call the therapy was on and patient did not feel stimulation on the current program after increasing above 5.0 ma. Patient said they had felt stimulation before and they just weren't feeling stimulation when they increased it during call. Patient changed programs and saw the message that said "maximum settings reached". Patient changed programs again and saw maximum settings message on program 2 and 3. Agent redirected patient to managing physician. Agent sent message to field to provide visibility. Patient noted that the implant was in an odd place below the waist line. Patient said they have had x-ray imaging done and they said that the interstim system "looked good". The rep also reported that the patient was unable to turn their stimulation up, was unable to feel, and had an impedance issue. It unknown if troubleshooting was done and the cause was not known, but they advised the patient to make and appointment with their hcp and the rep would contact them too and plan to be there to troubleshoot. The issue was ongoing.